Event description:
No harm to patient. Patient presented to sedation for lp [lumbar puncture] with intrathecal chemo administration. After csf [cerebrospinal fluid] obtained, chemo syringe attached to lp needle to be administered, and 5-6 drops of chemo leaked between the white and green piece of the syringe. All connections were tight. Resulted in this provider having chemo leak on sterile gloves, patient not receiving "full chemo dosing" and leaking on the bed potentially exposing staff to chemo without having chemo protection on.